Event description:
It was reported that a device alarmed for a system error 105 during preventative maintenance testing. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The eval confirmed the reported symptom of system error 105 was caused by a failed motor (flex). The failed motor was replaced.